Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a minicap transfer set. The nurse stated that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with a leak between the titanium adapter and patient connector with hand tightening. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted. A batch review could not be performed because the lot number was not available.